Event description:
The service report shows that the device volumes were found to be out of specification during an incoming evaluation of the device. The device also failed the leak test. The nellcor puritan-bennett service technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.